Event description:
Hmsc reported rv pacing threshold above limit, greater than 2.0v. Lead trends show slight decrease in sensing amplitude and increase in shock impedance. Gaps in lead trend data present due to intermittent transmission. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.